Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator door malfunction. A field service engineer found the tray was too large for refrigerator space so adjusted remote manager to fix the issue. The system functioned as intended after the field service engineer troubleshooted the device

Event description:
It was reported when using the bd pyxis¿ medstation¿ es ,had a refrigerator door was failed and wont close. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.